Manufacturer narrative:
The device was returned and investigated. The reported issue could not be confirmed as the device performed as intended during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a definitive cause for the reported clip opening during establishing final arm angle could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 3. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was placed. Final arm angle (efaa) could not be established, the clip opened to approximately 40 degrees. Trouble shooting was unsuccessful; the clip further opened to 120 degrees. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 2. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.